Event description:
Patient became a t5 paraplegic during course of scoliosis correction procedure. Implants were removed immediately (same surgery) after paraplegia was recognized and a t5 laminectomy was performed, at which time it was noted that the cord was quite pulsatile and there was no extrinsic compression found.